Manufacturer narrative:
Pump received with the operating currents within specification and passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. Pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. Pump then was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily total screen. The units left at pump display matched properly the units left at test reservoir. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
It was reported via phone call that customer was hospitalized on (B)(6) 2016 with blood glucose of 841 mg/dl. Customer had symptom of high blood glucose; customer had nausea, dizziness, light headedness and unstable on feet. Customer was hospitalized due to diabetic ketoacidosis and ketones. Customer was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer declined checking for leaks or air bubble; site or insulin issues; and settings as customer had already checked these things. Customer was advised that insulin pump would be replaced due to physical damage.

Manufacturer narrative:
The pump passed the delivery accuracy test.